Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter adhered to the air/water supply nozzle piping and tip. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the foreign material that came out of the air/ water channel was silicates and organic silicone derived from medical solution. The foreign material adhered to the distal end was silicic acid and organic silicones derived from medical solution and proteins derived from humans. A definitive root cause was not identified. However, the probable cause of the malfunctions would likely be insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. There were no deviations from the instruction manual in the reprocessing steps at the material residue point, nor was there physical damage at the material residue point. Additionally, for the event regarding cloudiness of lens the probable cause of the malfunction would likely be due to the occurrence of viewing fogging associated with water droplets on the lens surface by adhering of the foreign material on the objective lens. The event can be detected by following the instructions for use: gif-1200n instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿ olympus will continue to monitor field performance for this device.